Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number 278204, expiration date 04/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Customer received result of 9.8 mmol/l on mobile system 1, and result of 4.3 mmol/l on mobile system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.